Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the clear insulation rolled up and disengaged when the device was put through the trocar. Nothing fell into the pt's cavity and there was no injury.